Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned. The tip protector was not returned. The needle is bent approximately 40 degrees. The port window is in the opened position. The back cap is aligned correctly with the vent hole on the side of the cutter body. Functional testing could not be performed due to the returned condition (bent needle and loose drive connector). The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported stellaris pc cutter was used for fifteen minutes before it malfunctioned. Surgery was not delayed. No patient injury was reported. Additional information received, the cutter stopped working while the aspiration was still active. This causes traction on the vitreous which may result in retinal detachment.